Event description:
An event was received through the edwards lifesciences implant patient registry. This 'registry' is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 5 months. Through follow-up with the health care provider, the sales representative received the following response: the device was explanted due to dehiscence and not related to a device malfunction.

Manufacturer narrative:
(B)(4). It was indicated that the device is unavailable for return. No operative report was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.